Manufacturer narrative:
This is a prescription device. This complaint has not been confirmed. The device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported as a possible delamination, as delamination of the device is a possible choking hazard. This device is not intended as a bruxism device for teeth grinding.

Event description:
He is on his second snore guard and both have not lasted. The first one about 6 months and the second lasted about 3 months. On both units, he had problems with the lower blue material. On the first it simply fell out of the plastic retainer and the second he bit through it and cut part of it in half within 3 months. He does grind his teeth a little and thinks he clenches his teeth too. He is a fairly strong man and has a strong bite, but still thinks they should hold up better. It seems to work when not broken.